Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h3, h4, h6: the DHR of product code: 199721001 lot : xe1132 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: april 21, 2020 visual inspection: the 5.5 exp verse unitized set scr (part #: 199721001, lot #: xe1132) was received at us cq. Upon visual inspection of the complaint device and the assessment of the images, the hexlobular internal driving feature was deformed. The external thread was also observed to be deformed and bent. Device failure/defect identified? Yes dimensional inspection: due to the post manufacturing damage of the complaint device the features could not be inspected. Document/specification review: based on the manufacturing release date, the following current and manufactured revision of the drawing was reviewed. Expedium verse - single lock no design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the returned expedium verse - single lock (part #: 199721001, lot #: xe1123) was observed to have deformed external thread and hexlobular internal driving feature. However the device was not physically broken. Although no definitive root cause could be determined based on the provided information, it is likely the device experienced excessive stress. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a posterior lumbar interbody fusion, four (4) caps and one (1) screw were broken off and all the broken parts were removed. Another device was used to complete the surgery. There were no adverse consequences to the patient or surgical delay. This report is for one (1) expedium verse spine system unitized set screw 5.5. This is report 3 of 5 for (B)(4).